Manufacturer narrative:
This follow-up report is being submitted to relay additional information. During the investigation process a review of the sterile certifications were not reviewed, as no product part/lot information was provided. All devices manufactured follow acceptable sterilization processes according to published iso/aami/astm & EU guidelines. There are multiple factors that may contribute to an infection that are outside the control of zimmer biomet, such as external factors, i.e. Hospital/surgical environment, provider related risk factors, and/or patient comorbidities/risk factors. All products manufactured follow appropriate standards, and the reported infection occurred 4 years postop; therefore, implanted products are not identified as the source or contributing to the reported infection. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
On 06-nov-2024, a journal article was retrieved from hip international (2024) that reported an observational, longitudinal, ambispective, single-centre study from spain. The purpose of the study was to estimate the cumulative incidences of revision surgery and implant failure due to fractures, survival rates, and the long-term clinical and radiological outcomes. The study reviewed 55 patients (60 hips) implanted between (B)(6) 1999 and (B)(6) 2002 at bellvitge university hospital. All surgeries were performed in a watson-jones and cementless technique using allofit shells, cerasul alpha neutral liner paired with a ceramic cerasul head, and an alloclassic femoral stem. The indication for surgery was osteoarthritis (29 implants/24 patients, 5 bilateral implants), osteonecrosis (14 implants/14 patients), sequelae of childhood pathology (11 implants/11 patients), and inflammatory arthritis (6 implants/6 patients). The study population had a mean age of 47.2 years at time of surgery (range, 44.6-49.9); (50 males/5 females). The median (range) follow-up period was 220 (183¿237) months (18.3 [15.3¿19.8] years). The study reported 1 patient presented with a periprosthetic infection 4 years postoperatively. The patient was treated with debridement and implant retention. Diligence is completed and no further information on the reported event has been provided.

Event description:
On 06-nov-2024, a journal article was retrieved from hip international (2024) that reported an observational, longitudinal, ambispective, single-centre study from spain. The purpose of the study was to estimate the cumulative incidences of revision surgery and implant failure due to fractures, survival rates, and the long-term clinical and radiological outcomes. The study reviewed 55 patients (60 hips) implanted between january 1999 and december 2002 at bellvitge university hospital. All surgeries were performed in a watson-jones and cementless technique using allofit shells, cerasul alpha neutral liner paired with a ceramic cerasul head, and an alloclassic femoral stem. The indication for surgery was osteoarthritis (29 implants/24 patients, 5 bilateral implants), osteonecrosis (14 implants/14 patients), sequelae of childhood pathology (11 implants/11 patients), and inflammatory arthritis (6 implants/6 patients). The study population had a mean age of 47.2 years at time of surgery (range, 44.6-49.9); (50 males / 5 females). The median (range) follow-up period was 220 (183¿237) months (18.3 [15.3¿19.8] years). The study reported 1 patient presented with a periprosthetic infection postoperatively. The patient was treated with debridement and implant retention. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). D10.unknown cerasul head item# unknown lot# unknown unknown cerasul liner item# unknown lot# unknown unknown alloclassic stem item# unknown lot# unknown g2. Foreign: spain. Literature: long-term follow-up of total hip arthroplasty using polyethylene-ceramic composite (sandwich) liner. Doi: 10.1177/11207000241239624 the device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a follow-up MDR will be submitted.